Event description:
Per clinician, implant fractured in situ. Radiographs were submitted showing a fracture of the implant collar above the threads on one of two implants placed at approx 30-45 degrees out of parallel in the posterior mouth region.

Manufacturer narrative:
At the time of this report, the implant had not been returned to biohorizons for eval, although the clinician reported that he planned to remove the implant. A review of the device history record for this item and lot revealed no anomalies or nonconformances; all documentation reviewed indicated that the implant had been manufactured to specifications. At this time, no further conclusion can be drawn.